Event description:
Report received of a loose rotary control knob found during routine preventative maintenance testing. The customer reported that if the knob was bumped, causing the rotary control knob to be turned to be off position, the pump would power off without an alarm. There were no reports of any adverse events while the pump was in clinical use. Though requested, no additional information was available.